Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the radio frequency telemetry on the implantable cardioverter defibrillator failed to interrogate. An upgrade was installed which restored the functionality of the radio frequency telemetry. Patient was stable.